Event description:
While on rounds the respiratory therapist found the pt extubated with the ventilator running and no alarm activated. The tracheostomy tube and circuit tubing were found wedged between the pt's arm and chest wall in the bedding. The resistance to flow allowed the pressure to rise between the low pressure alarm of 10cmh20 and the high pressure alarm of 70 cmh20, thus no pressure alarms were activated. No resuscitation orders were in effet and the pt was found deceased.